Event description:
Following was reported to gore: on (B)(6) 2020, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and gore® dryseal flex introducer sheath(dsf). After all stent grafts were placed without any issue, upon removing the 16fr dsf, a dissection at the right external iliac artery was observed. A bare metal stent(smart) was additionally placed, and the procedure was completed. The patient tolerated the procedure. It was reported there was a resistance while inserting the 16fr dsf.